Manufacturer narrative:
Analysis was able to confirm the customer comment of broken connectors and additionally noted that the battery drawer was broken, the display wires were pinched but the insulation was not compromised, the keypad was scratched, the main seal was pinched, the display frame boss was broken and that one loose main printed circuit board (pcb) screw was found loose inside the device. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had broken connectors, both atrial and ventricular. The generator was returned for service. No patient complications have been reported as a result of this event.